Event description:
Inflation could not be maintained on one (1) size 4 dct, disposable cannula low pressure cuffed tracheostomy tube. A second device was used with no further problems reported. This was detected less than forty-eight (48) hrs after insertion. It is unk if the 4dct device was tested prior to insertion. There was one (1) pt involved with no reported pt compromise. The 4dct device was returned to the MFR on 3/18/97 for decontamination, analysis and investigation.